Manufacturer narrative:
"On (B)(6) 2021 - the distributor reported that a patient had ingested a capsule 4 weeks prior but had not pass it. The distributor also provided the brief patient information that (B)(6) 2021 x-ray, (B)(6) 2021 x-ray, and (B)(6) 2021 CT scan showed the capsule still in the patient's body, and the patient has ventral hernia. Frm-0089a capsule incident questionnaire was sent to the physician for more information regarding the retention. Capsovision kept following up with the physician for the sn and the status of the patient on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, however, no additional response was provided according to clinical sales trainer & territory manager of the distributor, the patient had surgery on his ventral hernia and the capsule was found in a stricture in the bowel, which was created by the ventral hernia. It is believed that the retention was caused by the patient's pre-existing condition."

Event description:
On (B)(6) 2021 - the distributor reported that a patient had ingested a capsule 4 weeks prior but had not pass it. The distributor also provided the brief patient information that (B)(6) 2021 x-ray, (B)(6) 2021 x-ray, and (B)(6) 2021 CT scan showed the capsule still in the patient's body, and the patient has ventral hernia. Frm-0089a capsule incident questionnaire was sent to the physician for more information regarding the retention. Capsovision kept following up with the physician for the sn and the status of the patient on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, however, no additional response was provided according to clinical sales trainer & territory manager of the distributor, the patient had surgery on his ventral hernia and the capsule was found in a stricture in the bowel, which was created by the ventral hernia. It is believed that the retention was caused by the patient's pre-existing condition.